Event description:
The pt had a portacath inserted on (B)(6) 2011 for chemotherapy. Recently, it was discovered that the device was malfunctioning and it was noted that he had extravasation of contrast from the catheter near the hub. As a result, he was taken to surgery on (B)(6) 2012 for a "revision or right subclavian portacath." The operative note states that "there was a small hole in the catheter near its connection with the hub. Presumably this is secondary to some flexion at this area." The surgeon also documented that "the pt is very thin, and I think that contributed to the problem." Reasons for use: chemotherapy and prostate cancer.